Manufacturer narrative:
To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the force triad generator does not stop working when the pedal is released.

Manufacturer narrative:
The returned sample met specification as received by medtronic. The customer reported a patient burn. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The unit was activated approximately 30 plus times using both pedals and hand switch without issue and tested the footswitches through the ufp port but could not recreate the reported issue. The investigation found no fault and the unit is working within specification. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the forcetriad generator does not stop working when the pedal is released.